Event description:
It was reported through basg that the patient experienced polyethylene wear and delamination. The patient was revised successfully approximately ten years, six months post implantation due to pain, swelling, inflammation, osteolysis and bearing wear.

Manufacturer narrative:
(B)(4). G2: austria. Visual examination of the provided pictures identified wear and delamination on the proximal surface of the implant. As the device was not returned, further evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision notes: pain, mild effusion, and hot spot in area of patella; poly debris, notes, clear serious fluid, signs of inflammation; pe noted to be delaminated; from surgeon: pain, moderate swelling, plain x-rays showing beginning osteolysis beneath tibial implant. Radiographs were not sent to review by a healthcare professional as it was determined they would not enhance the investigation. Complaint is confirmed with the provided pictures. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.